Event description:
It was reported that the patient underwent a spinal procedure to implant interbody device at l4-l5 through aanterior approach. The implant cracked upon insertion of the awl. The implant was removed and replaced with a new device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual and optical inspection of the implant spacer identifies a crack near the centerline of the middle screw boss wall, at the thinnest wall section. The crack appears to have initiated at the intersection of the outer wall and the screw boss, where the sharp corner could act as a stress riser. The location and nature of the event is consistent with overinsertion or misalignment of the awl during bone screw hole preparation, resulting in overloading stresses on the bone screw boss. The above observations are consistent with misuse due to inappropriate usage of the awl, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.